Event description:
The pt received an scs system on (B)(6) 2010. It was reported on (B)(6) 2011 by the pt, he was near an MRI machine in the MRI room. While in the MRI room, he felt his stimulation turn on and demanded to be taken out of the MRI room immediately. Pt turned stimulation off with his magnet. However, since the incident, the pt has been feeling his stimulation "surge" 1-2 times per week. The stimulation level decreases temporarily and then returns to its original level. The pt's stimulation coverage has not changed. Impedances are all normal. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.